Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care provider that during a thyroidectomy, the patient experienced cardiac arrest once while stimulating nim at 3.0 ma to search for the vagus nerve. The patient was a dialysis patient. Also, the pacemaker was not inserted. The causal relationship was unknown, but it was reported because it was during use. It was heard that cardiopulmonary resuscitation treatment was performed. It was unknown about how long it took from cardiac arrest to the return of the heartbeat. The patient¿s heart rate subsequently returned, and the procedure was completed with reported products. Patient alive. The customer commented that the causal relationship was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up it was reported that the patient do not have a pacemaker or any other implanted medical device. The heart rate waveform stopped. It is said that additional measures were taken, but details are unknown. It was unknown how long was the patient in ¿cardiac arrest". Resuscitation intervention was necessary, but details are unknown. Nim stimulus set to 3.0ma. The patient did not experience any other impact at any other time during the procedure. The rep heard that there was no problem with the patient. The rep heard that no additional surgery was performed. It is said that the procedure time was extended. Unknown if a back up device was used. Stimulation was being performed with 3.0ma for identification of the recurrent laryngeal nerve. No error code displayed. No intervention planned.